Event description:
It was reported that the patient presented for an implant procedure. During the post-implant procedure, the implantable cardiac monitor exhibited r-wave amplitude variation. Programming changes were made. The patient was in stable condition.